Event description:
It was reported via repair work order that the scale was inaccurate due to load cell malfunction, the bed exit would not engage due to cpu board malfunction, and the power inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the bed exit would not engage due to a malfunctioning cpu board.

Event description:
It was reported via repair work order that the bed was shorted due to damaged power receptacle and the scale was not functional due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.